Event description:
It was reported to boston scientific corporation that a flexima biliary stent system was used during a stenting procedure in the common bile duct of a (B)(6) old female patient weighing (B)(6). During the procedure, the guide catheter became stretched as it was retracted, and the stent was unable to be deployed. The procedure was successfully completed with a different device with no reported patient complications. The patient was reported to be in good condition after the procedure. This event has been deemed a reportable event based on the investigation results; stent deformed and guide catheter broken.

Manufacturer narrative:
A visual evaluation of the returned device revealed that the suture was twisted/tensed/wrapped around the proximal barb of the stent. The stent was loaded on the delivery system via the suture. The guide catheter was stretched and broken near the proximal end. The proximal piece of the guide catheter was stuck on the guidewire. The guidewire could not be removed from the broken proximal guide catheter. There was no visible damage to the guidewire. The distal end of guide catheter had multiple kinks/bends (suture impressions). During the evaluation, the suture was broken and stent was removed. The working length of the stent was deformed/bent. There was no damage to the push catheter. Based on the condition of the device and the details of the event, the most probable root cause for this complaint is operational context. The device history record review confirms that the device met all manufacturing specifications. A lot history search was performed and found no other complaints against the specified lot.